Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced a high blood glucose of unknown value. The caller alleged the insulin pump was under delivering insulin due to the high blood glucose. The customer was assisted with troubleshooting. The customer treated with correction bolus. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The reservoir and insulin pump will not be returned for analysis.